Event description:
A technician reported a patient with decreased vision and corneal edema at the one week post lasik visit. Additional information has been requested. A questionnaire was sent.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).